Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. The customer washed the sample probe and a pressure alarm was triggered. After re-setting the analyzer, the sample probe was cleaned again and the same alarm occurred. The customer tried a third time with the same result. The sample probe was exchanged and the alarm no longer occurred. The customer later noticed controls were outside of range. The reagents, calibrator, and controls were changed, but the issue did not improve. The field service engineer noticed bubbles in the rinse mechanism, caused by overfilling of the rinse mechanism. The issue was related to the cells overfilling. The rinse level was adjusted. The blank and detergent levels were also adjusted. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 3 mg/dl. Since the value was abnormally low, the sample was repeated. The repeat calcium result was 8 mg/dl. The repeat value was reported outside of the laboratory.